Event description:
Following implant of the right ventricular (rv) lead, the patient experienced chest pain and a decrease in blood pressure. Echocardiography was performed and revealed cardiac effusion and tamponade due to cardiac perforation. A pericardiocentesis was performed to resolve the event. No further intervention was required to repair the perforation. The rv lead was explanted to resolve the event. Following the procedure the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Perforation/ tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.